Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the device provided inaccurate spco readings. Customer reported that the device was used on eight different patients with multiple samples and provided inaccurate readings multiple times. It was also reported that there were no error messages displayed during use of the device. There was no known impact or consequence to the patient.

Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.